Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, presence of second degree burns on the buttocks after the operation for both cases. Use with a force triad from covidien/medtronic brand. No excess betadine, heating blanket without burn marks, scalpel in proper working order. Presence of a sheet and under sheet, according to the instructions for use of the device in question. After internal investigation, medtronic recommends that a non-medtronic product electrode pad must not be used with its scalpels. Which is not included in the IFU (instructions for use). Post-operative care to treat skin lesions. Switched to single use medtronic plates for scalpel, issue was isolated with the non-medtronic product.